Manufacturer narrative:
D1, d.4. Product identifiers are unknown. G4. PMA / 510(k)# - unknown as product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/5 oblique lateral interbody fusion (olif) for lumbar spine, posterior scoliosis. It was reportedthat the inserter loosens and comes off during insertion. When the cage was removed and checked, the screw thread disappeared. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that the for the cage - the thread was flat. Slight foreign material adhesion and chipping were observed on the surface, and foreign material clogging was found inside.